Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The returned guide wire had its coil wire fractured at the mid solder set at 15mm proximal to the tip. Unraveled coils were gathered distally. The core wire was exposed and bent, however, not fractured. The fracture end of the coil wire was relatively flat that suggested torsion generated as the coils unraveled contributed to the fracture. At approximately 5mm distal to the mid solder, coils were loosened due to accumulation of rotations. Proximal to the tip (distal solder), coils were partially tightened and partially loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion was continuously applied on the guide wire while its tip was been trapped by the cto. When the applied torsion exceeded the product's design limit, it caused the coils to become loose at the mid solder where the coils were fixed on the core wire and eventually fractured. There was no indication of product deficiency. Although there were no adverse patient effects, damage of the coils was too severe to completely rule out the possibility that some fragments might be left in the patient anatomy. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [adverse reactions/events] breakage of this guide wire.

Event description:
It was reported that deformation of an asahi guide wire occurred during a pci to treat a severely calcified cto in the lad #6. The guide wire was advanced with a support catheter when resistance was felt. The guide wire was removed from the patient anatomy and its coils were found deformed. A new guide wire was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow. The physician commented that deformation was attributed to the calcified lesion. The patient had no sequelae or problem after the procedure.